Manufacturer narrative:
Analysis of the subject returned device confirmed the reported event, the device cannot turn on. This comes from a default on pcb electronics card, the female power connector is unsoldered. The most probable hypothesis is that this default was caused by numerous uses of the power cord under mechanical stress. Indeed, this cause a short circuit. If you apply pressure on the female connector, it reestablishes the electrical connections. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the home monitor can no longer turn on.